Event description:
It was reported that the ilet screen was cracked and the device would not unlock, rendering it unusable. Symptoms included no reported injury. Outcomes included device replacement and discontinuation of use of the damaged unit. Investigation included collection of user report and processing of a replacement device. Investigation of this case revealed physical damage to the display assembly consistent with screen cracking that prevented normal user interface function. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage from external force leading to screen failure and loss of usability.